Event description:
Tbm advised chair was charging overnite and when came in the next day smelled battery acid and noticed battery acid was leaking from the chair on the carpet. Tbm advised spoke with tech and advised could be a charger issue. Charger did not notice when the batteries were full and continued to charge batteries. Tbm could not provide any further information.